Manufacturer narrative:
A customer support specialist confirmed the with customer over the phone the presence of the codes. The customer cleared the codes from the device and they did not reappear. The cause of the reported issue could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.